Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie lid of drawer failed. A technical support specialist disabled all universal serial bus-hub power management settings and rebooted the unit, then had user perform a cycle count on both cubies, and they opened successfully. A user logged in to issue medication and was able to do so without any issue. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux had a cubie lid that was failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.